Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. Concomitant medical products: 457445 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of a fracture. The lead had previously had high impedance on both coils, but had since returned to normal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.